Manufacturer narrative:
Clinical investigation: there is a temporal relationship between pd therapy on the liberty select cycler and the patient event of drain complications due to constipation and pd catheter (not a fresenius product) issues with abdominal pain and subsequent hospitalization and transition to hemodialysis (hd). However, there is no documentation in the complaint file to show a causal relationship between the patient event and use of the liberty select cycler. Additionally, there is no allegation of a device malfunction or deficiency reported for this event. The patient was constipated as well as experiencing pd catheter issues (unspecified). Both problems can cause drain complications for a patient. Constipation is the most common cause of pd catheter outflow problems and can lead to large residual volumes. It was reported by the spouse that the pd catheter was removed, and the patient had an infection, however, that has not been confirmed. All pd patients are at an increased risk of infection due to a compromised immune system and the dialysis technique increasing the chance for exposure to organisms. Based on the available information, the liberty select cycler can be excluded as the cause of the patient¿s adverse event; however, the pd therapy itself could have contributed to the event. The pd catheter is the source of infection for the vast majority of pd-related cases of peritonitis. The catheter provides a portal of entry for organisms into the normally sterile peritoneum. Most cases of pd-related peritonitis are the result of ¿touch contamination¿, where the patient or their helper inadvertently breaks sterile technique and contaminates the catheter or its connections. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
During follow-up for a patient line is blocked alarm, the peritoneal dialysis registered nurse (pdrn) confirmed that this female patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) was experiencing drain complications resulting in the reported patient line is blocked messages. The pdrn reported that as a result, the patient had a lot of fluid in the abdomen. The patient presented to the pd clinic on (B)(6) 2019 and found to be constipated. The patient was administered cathartic medication (unspecified) for bowel issues. The medication appeared to help the patient; however, it was believed there was an issue with the pd catheter (not a fresenius product). As a result, the patient was given hemodialysis (hd). On (B)(6) 2019 the patient received hd therapy and once again was administered stool softeners for the ongoing constipation issue. On (B)(6) 2019, the patient went into the clinic to receive hd therapy and complained of severe abdominal pain. The patient was sent to the emergency room (ER) by the clinic physician after treatment and the patient was admitted. The patient¿s spouse reported to the clinic that the patient¿s pd catheter was pulled and that the patient had an infection. The pdrn could not confirm the spouse¿s information as there were no medical records available at the time. The patient was currently still hospitalized. No further information was available.

Event description:
Additional information: the patient was diagnosed with peritonitis. Culture results and antibiotic treatment are unknown. As a result of the peritonitis the patient¿s peritoneal dialysis (pd) catheter (not a fresenius product) was removed. The patient continues therapy with hemodialysis and continues to recover. It is unknown if the patient was discharged from the hospital. The peritoneal dialysis registered nurse (pdrn) could not provide additional information.

Manufacturer narrative:
Clinical investigation: it was reported that the pd catheter was removed as a result of the peritonitis. All pd patients are at an increased risk of infection due to a compromised immune system and the dialysis technique increasing the chance for exposure to organisms. Based on the available information, and the lack of any allegation of a product malfunction, deficiency or defect, the liberty select cycler and cycler set can be excluded as the cause of the peritonitis event. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.